Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly, however, moisture damage noted on electronic assemblies during visual inspection. Unit was received with serial number label missing, battery tube threads - cracked, cracked case (battery tube), scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. No blank display noted. However, moisture damage was noted on electronic assembly. Unit was also received with serial number label missing and cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage and a crack on battery compartment. The customer was also reported blank display and no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for cosmetic damage and display issues, display returned after being blank for less than 30 seconds. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.